Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's treatment. The pt's contact stated that following the pt's treatment, fluid was leaking out of the cassettes when removing it from the cycler. The pt contact was advised to contact the pt's pd nurse, the set was not made available for eval. During follow up the pt's contact stated the pt's effluent has remained clear and the pt's pd nurse reported that the pt was not prescribed any antibiotics. No adverse event reported at this time.